Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The retrograde drill was returned with the actuator bar disconnected from the grey slider. There is biological debris on the returned device. A functional assessment of the device found it is unable to function as designed due to the actuator bar being disconnected from the grey slider. This failure has been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use, failure to retract the guidewire far enough back before attempting to deploy the blade, using the reverse function while drilling, attempting to deploy the blade while still inside the bone tunnel, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. H11: corrected information d4, model no.: the following are the reported part numbers: 72204043 (1 device) and 72204041 (1 device); however, it is unknown which of the 2 contributed with the delay greater than 30 minutes.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). D4, lot no.: the following are the lot numbers reported: 5453131 (1 device) and 5507157 (1 device); however, it is unknown which of the 2 contributed with the delay greater than 30 minutes. D4, exp. Date: expiration dates for each of the 2 lots reported: 13-oct-2025 (5453131), 01-jun-2028 (5507157). H4, mgf. Date: manufacturing dates for each of the 2 lots reported: 13-oct-2022 (5453131), 01-jun-2023 (5507157).

Event description:
It was reported that during a posterior cruciate ligament reconstruction surgery, when drilling with two retrograde drills, the distal cutting head protruded and stopped working, it was unable to move in or out. The devices were removed through forceful measures. The procedure was completed changing the surgical approach from an all-inside technique to a conventional technique. There was a delay greater than 30 minutes and no further complications were reported.